Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation in progress.

Event description:
It was reported that the device failed dso calibration. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal and upstream occlusion (uso) seal were both degraded. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The dso sensor was found to be damaged and nonfunctional. The dso seal, dso sensor and uso seal were all replaced. The device then passed all testing.